Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01863.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a lp system detachment handle (handle). During the procedure, the physician implanted one to two coils in the target location. Subsequently, the next coil, a ruby coil lp, would not detach with the handle or manually. Therefore, the ruby coil lp and handle were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.